Manufacturer narrative:
(B)(4). (B)(4): results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood on the coils. There was no contrast visible. The distal coils were separated distal to the center solder. The distal section was returned with the tipball intact to 1cm of unstretched coils, the rest of the coils were streched out. There was 2 cm of core and 3.2 cm of shaping ribbon sticking out of the remaining coils. The shaping ribbon had some solder on the very tip of the shaping ribbon. There were numerous offset and overlapped intermediate coils proximal to the center solder for a length of 8 mm. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: gude wire separation. It was reported that the pt underwent stenting of the mid rca with a xience stent. The physician noted that there was also a lesion distally and attempted to stent the distal lesion with the second xience v stent. There was resistance felt and the stent would not cross the lesion. The physician pulled the stent delivery system (sds) and guide wire out together and upon inspection of the devices, outside of the body, it was noted that the bmw guide wire appeared to have unbraided (unclear if it was separated into two pieces; however, it was later confirmed separated) and that there was a piece of the guide wire within the stent sds. There were no reported pt effects. There was no add'l info available.